Manufacturer narrative:
Samples received and sent to MFR for evaluation. A follow up report will be filed once the results are received.

Event description:
The facility stated, there were three separate occurrences related to the use of the shoe covers in a one week period. Two of the occurrences occurred in the or and one in the nursery. The covers were alleged to be missing the non-skid strips and three employees fell when walking in them. No serious injury occurred as the result of the falls and no medical intervention was required.